Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2016. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed .on the (B)(6) 2016, the device failed the weekly auto self-test due to a low battery alongside a log entry of nonsensical data. Information from the history log shows a significant decrease in voltage from the previous successful self-test. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. Additional low battery fails, alongside log entries of nonsensical data, were recorded up to the (B)(6) 2017.the device was still in fault mode on the (B)(6) 2016, when information from the history log shows an increase in voltage and the device was power cycled on two occasions passing a self-test on both occasions. These log entries are of nonsensical duration. The device successfully performed all subsequent weekly auto self-tests between the (B)(6) 2016 and the (B)(6) 2017.the device records multiple manual power ups of a random nature and mainly of ten minutes duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2017. Multiple manual power ups of a random nature and mainly ten minutes would suggest the device was switching itself on automatically. A test pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. The device failed to power off via the on/off button, this indicates a fault. The device was disassembled to investigate. The operation of the on/off button was tested by measuring the change in resistance when the on button was depressed. Although a change in resistance was measured the on button remained high when depressed indicating a failure of the membrane. This would account for the device failing to power off using the on/off button. The membrane was removed and upon visual inspection corrosion was observed on multiple tracks of the membrane tail, including track 13 (on button). This would indicate the device had been subject to moisture ingress.the device was returned with a reported fault switching on automatically. The multiple manual power ups of mainly ten-minute duration and measurements taken during the course of the investigation would indicate a failing membrane. The fault was traced back to corrosion on track 13 of the membrane tail. During the investigation corrosion was also observed on the on/off button dome, this resulted in the device failing power off via the on/off button. The faults could not be replicated with the corrosion cleared. This would confirm the failure of the returned membrane due to the corrosion. The corrosion observed on the returned membrane would suggest the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p

Event description:
There was no patient involved.device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.